Event description:
It was alleged that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 6:00 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 4.0 inr. At 8:45 a.m. On (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.18 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter and test strips were provided for investigation where they were tested using retention lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.3 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation: the occupation is patient/consumer.